Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device housing was cracked, the power module was on, the neck was broken (damage by falling) and the red led lights were damaged. The device failed following checks during pretest: general condition and lever and check charging sockets. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the power module device stopped working suddenly during use. There was an unknown amount of delay to the surgical procedure. It was unknown if a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.